Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the electrical connector fluid damage, the lg cable connector corroded, the operation channel leaky, the remote control buttons cut, the side body cover scratched, the control body worn out, the brand plate worn out, the serial number plate worn out, and the insertion flexible tube (ift) bump; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).